Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the burn on the plastic distal end cover, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which are stated in gif/cf/pcf-290 series operation manual, chapter 4 operation_4.3 using endotherapy accessories. Based on the results of the investigation of foreign objects in the nozzle, a root cause could not be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle, and a burn on the plastic distal end cover. There was no patient involvement.